Manufacturer narrative:
(B)(4). Date sent: 9/14/2023 d4 batch # unk. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? Ans: no. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Ans: no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy and on the transaction on small bowel and colon, surgeon noticed that the distal part of staple didn't form and staple on the specimen as picture attached. Surgeon told that he fired all the way.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. D4: batch #826a00. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tct10 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 39 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 826a00, and no non-conformances related to the reported complaint condition were identified.